Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was loose and dislodged from the pump. Additionally, the pump touchscreen was frozen and unresponsive. The customer's blood glucose was 250 mg/dl. Reportedly, the customer declined troubleshooting. And reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally the alleged cartridge fit issue could not be verified.